Event description:
Delayed hypersensitivity reaction [hypersensitivity]; rha 3 injected into the nasolabial fold, jawline, chin [off label use]. Literature reference:casey ross, kerry heitmiller, nazanin saedi: hypersensitivity reaction to rha filler, journal of cosmetic dermatology; 2021; 21; 412-413. Case number (B)(4) is a united states literature case reported by other health care professionals, identified on 23-dec-2021, and concerns a (B)(6) caucasian female patient. The patient's past medical history included fibromyalgia and facial rhytides. Past cosmetic procedures included soft tissue fillers like resylane and juvederm without complications. No gynaecological or obstetric history was provided. No concomitant medications details were provided. On an unknown date, during the initial visit 2.0 ml of restylance lyft was injected into the bilateral malar cheeks and 2.0 ml of rha3 was injected into the nasolabial folds (nlf), jawline and chin. At day 5 post-injection, the patient had a moderate amount of swelling within an expected normal range. After 1 month of post-injection she developed diffuse facial pain, erythema, and edema. The patient had delayed hypersensitivity reaction to rha filler, and the patient started treatment with 40 mg prednisone taper, doxycycline 100 mg twice daily and alternating naproxen and oxycodone acetaminophen for pain with the significant improvement in her symptoms. Ten weeks after the initial injection of rha3, the patient was treated with hyaluronidase (0.5 ml into each nasolabial fold three times at bi-weekly intervals) to eliminate the inciting antigen. Five months post-injection, the patient remains symptom free with the exception of occasional swelling in the nlf. The outcome of hypersensitivity was resolved. It is unknown if the product was available for return. (B)(4). No additional information was available at the time of this report.

Event description:
Delayed hypersensitivity reaction [hypersensitivity]. Rha 3 injected into the nasolabial fold, jawline, chin [off label use]. Literature reference:casey ross, kerry heitmiller, nazanin saedi: hypersensitiviy reaction to rha filler, journal of cosmetic dermatology; 2021; 21; 412-413. Case number us-rev-2021-000530 is a united states literature case reported by other health care professionals, identified on 23-dec-2021, and concerns a 45-year old caucasian female patient. The patient's past medical history included fibromyalgia and facial rhytides. Past cosmetic procedures included soft tissue fillers like resylane and juvederm without complications. No gynaecological or obstetric history was provided. No concomitant medications details were provided. On an unknown date, during the initial visit 2.0 ml of restylance lyft was injected into the bilateral malar cheeks and 2.0 ml of rha3 was injected into the nasolabial folds (nlf), jawline and chin. At day 5 post-injection, the patient had a moderate amount of swelling within an expected normal range. After 1 month of post-injection she developed diffuse facial pain, erythema, and edema. The patient had delayed hypersensitivity reaction to rha filler, and the patient started treatment with 40 mg prednisone taper, doxycycline 100 mg twice daily and alternating naproxen and oxycodone acetaminophen for pain with the significant improvement in her symptoms. Ten weeks after the initial injection of rha3, the patient was treated with hyaluronidase (0.5 ml into each nasolabial fold three times at bi-weekly intervals) to eliminate the inciting antigen. Five months post-injection, the patient remains symptom free with the exception of occasional swelling in the nlf. The outcome of hypersensitivity was resolved. It is unknown if the product was available for return. Health effect - clinical code: 1907, hypersensitivity/allergic reaction health effect - device code: 1494, user used incorrect product for intended use no additional information was available at the time of this report.